Event description:
Company nurse reported that he has a codman pain pump patient who had a fall, and subsequent to that he says that when he went to refill the pump, because the patient wasn't feeling well, it was in fact, empty. The patient did not fall onto the pump. Doctor will bring her in again in 10 days, and at that time empty the pump to check for reservoir volume. If the pump is running fast, he will ex-plant the pump, and replace the system.

Manufacturer narrative:
It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. (B)(4): device still implanted.